Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp and hv therapy due to far p oversensing. Further inspection was recommended. No further information is available at this time.